Manufacturer narrative:
--

Event description:
Additional information provided from the field indicates that the device and electrode exhibited a high shock impedance measurement of 122 ohms. Surgical intervention was performed and the device and electrode were repositioned into more optimal positions. Induction testing performed afterwards was successful and the device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock due to t-wave oversensing. Small qrs wave morphology was also noted on the electrogram. The device was programmed to primary vector and the patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.